Event description:
The MFR received info alleging a pt stopped breathing while on a ventilator. The ventilator was being used non-invasively with a mask. The pt was reportedly taken to a hospital, intubated, and placed on a ventilator. The pt expired several days later. The ventilator has yet to be returned to the MFR for investigation. A follow up report will be filed when the investigation is complete.